Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the clinic for a routine follow up. Upon interrogation, the implantable cardiac monitor exhibited intermittent ventricular undersensing along with periods of signal saturation. The signal saturation was possibly caused by postural changes of the patient, which can result in adjustments of the sensing vector. No programming changes were made for the intermittent undersensing. No patient symptoms were reported; the patient would continue to be monitored.